Event description:
It was reported that the pt had some problems with irritable bowel symptoms after implantation of the device system. The physician confirmed pt symptoms of uncontrollable irritable bowel but did not feel that this was related to the device. The company representative reprogrammed the device in 2009. It was noted that the pt had a "high anxiety and hypersensitivity" which also attributed to her dissatisfaction. The entire device system was explanted with good results. The pt outcome was reported as non-serious injury/illness.